Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is cracked at the battery compartment opening. The customer stated that damage occurred when removing the battery cap. Blood glucose value was 150 mg/dl. The customer received a failed battery test alarm during troubleshooting. The customer was advised he should discontinue the use of the device and revert to a backup plan. Customer was advised that the device cannot be replaced since it is not registered under his name but his daughter's. Customer was transferred to get assistance with completing the donation process.